Manufacturer narrative:
The customer spoke with a remote philips technician to ask for various part numbers. The customer was provided with the part numbers for the battery pca, paddle tray, and the label set. The device remains at the customer site.

Event description:
It was reported to philips that the device suffered from impact damage. The cause of the impact damage was undisclosed. There was no reported patient involvement.